Event description:
As reported by the user facility; customer technician reported a blood loss on a machine because of a needle disconnect during treatment. Customer technician further reported that he was told the machine did not alarm. Technician also reported that the machine seemed to be working fine in tsm mode. After a follow up with the facility, the pt care supervisor confirmed that the incident was caused by a needle dislodgement from the pt, which caused the pt to loose between 350-700 mls of blood. The facility further reported that the pt received 3 units of blood before leaving the unit.

Manufacturer narrative:
(B)(4). The investigation of the dialysis unit is on going at this time. A follow up report will be submitted when the results of the investigation become available. (B)(4).

Manufacturer narrative:
(B)(4). As originally reported by the user facility, a blood loss occurred on a machine because of a needle disconnect during treatment. Customer technician reported that he was told the machine did not alarm and that the machine seemed to be working fine in tsm mode. The patient care supervisor confirmed that the incident was caused by needle dislodgement from the patient, which caused the patient to loose between 350-700 mls of blood. As a result, the patient received 3 units of blood before leaving the unit. After a follow up call with the facility, the technician reported that he checked the dialysis machine and no malfunctions were noted and that there had been some alarms referring to venous pressure during the therapy. All information associated with this event, including the machine data trend analysis, was forwarded to the equipment manufacturer (B)(4). No samples were returned from the facility for evaluation. According to their report, the evaluation of the data record of the dialog+ dialysis machine showed that the preparation phase, including all self-tests, had been passed successfully. The therapy was started and 1 hour 55 minutes into therapy the user activated minimal ultra-filtration (ufmin) most probably because the venous needle dislodgement was detected at this time. Thereafter, the therapy was terminated. During the whole therapy time the venous pressure did not reach the lower venous pressure limit, thus no alarm "venous pressure - lower limit -check access" could be triggered by the dialysis machine. The guideline for safe operation of medical equipment used for hemodialysis treatments (iec/tr 62653 ed. 1.0,2012-06) states that the venous pressure monitor of dialysis machines currently used may not reliably detect leaks related to blood tubing separation from the blood access device, or needle dislodgement because little or no pressure change may occur depending on the circumstance. To take this current state-of-art of dialysis machines into account the instructions for use of the dialog+ dialysis machine contains the following warning: risk to patient due to blood loss if cannulas get disconnected or slip out! Standard monitoring function of the dialysis machine cannot safely detect that such a situation has arisen! Ensure that the access to the patient always remains fully visible during therapy. Ensure that cannulas are adequately fixed. Regularly check patient access. Venous lower limit should preferably be > 0 mmhg all information concerning this incident has been included in our trend analysis of the product line. A historical review of the customer complaint database, did not reveal any adverse trends regarding this issue.